Event description:
Information was received from a patient regarding an external device. Pt was too weak to reset controller and give nld serial number. The reason for call was patient stated every time they try to charge their implant they get system problem rm03. Patient stated the message comes up several times before and it was chronic yesterday. Patient mentioned they charge every night and every morning. Patient service specialist asked patient reset the controller, pt stated they are too weak to do that because they can only have liquids. Patient then started a charging session and was able to start charging at excellent. Patient said the light on the controller would flash and then would stop flashing. After couple minutes of charging at excellent, pt saw rm03 error message. Patient confirmed they did not feel any damage on the recharger but that the whole cord is warm. Pt stated the controller charges fine from the wall. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient mentioned they just got out of the hospital and had surgery for a hiatal hernia. Patient mentioned they got the surgery because they were throwing up blood and half of the stomach was in their chest and the other half was folded over like a piece of paper.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6) ; product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755-s, lot#/serial# (B)(6), product type recharger h3: analysis of the returned recharger indicated that there were no issues with the rtm finding the ins and no visual anomalies with the returned device. The complaint was unverified by analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the recharger warming issue has been resolved.